Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted after 26.2 months of service. It is unknown at this time if the physician elected to implant a similar crt-d. It was reported that this device will be returned to guidant to be analyzed for premature battery depletion. There have been no reported symptoms associated with this clinical observation.